Event description:
It was reported to philips that the system's uninterruptible power supply was unable to boot, preventing a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, an undergoing planned treatment procedure was performed when the issue happened. The procedure was completed as moving the patient to another room. The philips field service engineer (fse) examined the system on-site and confirmed the reported problem. As part of the troubleshooting process, the fse examined the system and confirmed that the issue lies with the ups, however, this component is not covered under the equipment warranty. Fse confirmed non-sale of ups with no philips warranty. Report sent to equipment supplier for service action. The system returns with limitations accepted by the customer, no follow-up requested. The codes were updated based on the investigation outcome.